Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
Additional information received indicated that fracture and insulation damage were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fell. Subsequently high pacing lead impedance was noted and the patient received inappropriate therapy due to noise. Upon review of fluoroscopy clavicular crush was suspected. The lead was capped and replaced. Patient condition is good.